Manufacturer narrative:
Investigation results: according to the use of this batch of indwelling needles, there were no abnormalities in the catheter purchase testing, manual cutting testing, process testing and shipping testing, combined with the fact that there were no catheter fracture complaints from other hospitals in this batch of indwelling needles, indicating that the quality of the batch of products was not abnormal. As no defective sample is received for further examination and analysis, and the usage of the sample is unknown, the root cause of the the complaint defects cannot be confirmed.the plant will continue to follow up the complaint.

Event description:
No additional information.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Upon completion of the infusion for patient 13, the nurse observed minor leakage at the indwelling needle site. The venous catheter was subsequently removed. The catheter exhibited a kinked section, with partial fracture at the bend. The indwelling needle had been placed in the left elbow joint for two days.